Manufacturer narrative:
Extra patient code anxiety.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he first became aware of the issue at noon on (B)(6) 2018. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿387, 400 and 359 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with a combination of medication, including losartan 12.5 mg and metformin 1000 mg. The patient reported that he made no changes to his normal diabetes regimen, in response to the alleged high result. The patient reported that since august 31, 2018 he has had symptoms of ¿body shaking, nervous, headache and thirsty¿, stating that due to the symptoms he attended the hospital on september 6, 2018 where he was admitted for three days and treated with IV fluids, medication and food to increase his blood glucose level. A blood glucose result of ¿60 mg/dl¿ was obtained on the hospital meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse, requiring hospital treatment, whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.